Event description:
It was reported that during a venogram imaging procedure, when the contrast agent was injected into the balloon catheter, a coronary sinus (cs) dissection was noted. Subsequently, the balloon would not deflate, however after several attempts of negative pressure, the balloon deflated. The case was ended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the balloon catheter was returned and analyzed; analysis revealed the catheter was damaged at implant. Visual analysis comments noted the blue valve was damaged and consequently, the balloon could not be inflated with the damage and unattached valve.